Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger/slider was blocked and jammed. Therefore, the reported condition was confirmed. It was further reported that the trigger was hooked and the control was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device was without power. It was further reported that there was a connection issue with the battery device. It was not reported if the device was used in surgery or if there was patient involvement reported. There were no delays in a scheduled surgical procedure. A spare device was not available for use. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.